Manufacturer narrative:
No device malfunction was reported by the user. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025, a 71-year-old female with low bmi and metastatic ovarian cancer received histotripsy in two overlapping segment 6 liver targets (total ptv ~53cc) which were treated in the supine position, transthoracicly between intercostal ribs. Upon completion of the procedure, a 2nd degree burn was discovered on the patients back which was addressed with local wound care. She was admitted the following day due to discomfort resulting from increased creatinine (2.1) and dark urine. She was discharged on (B)(6) with normal electrolytes. The patient represented to the emergency room on (B)(6) with normal urine but increased creatinine (3), ecchymosis and bleeding in the subcutaneous tissue where the burn was present. She was treated with fluids to address acute renal failure which resolved. The patient was subsequently admitted due to an esophageal stricture which was not attributed to the histotripsy. A post-operative CT is planned when creatinine levels return to normal. No device malfunctions or other noteworthy events occurred during the case.